Event description:
Narrate of event description: the physician, dr. (B) (6), reported a general statement of the alleged decrease in quality of the exxcel soft thin wall products to our marketing engineer, mr. (B) (4). Dr. (B) (6) claims less mechanical resistance at the suture level, leading to tears on the graft wall, and the appearance of lymphocelle (liquids) around the graft when re-operating. He also commented that this hasn't happened in the past, and feels the quality has changed in the past three months. Event date was entered as (B) (6) 2009 based on the physician's statement of the quality change over the past three months starting in (B) (6) 2009.

Manufacturer narrative:
Being investigated. Add'l info is being requested of the physician. (B) (4) should such info become available, it will be included in a follow-up report. (B) (4)